Manufacturer narrative:
This report is submitted on march 21, 2023.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently was treated with antibiotics (specific date, duration and type not reported).